Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 388928, lot# 0210229377, implanted: (B)(6)2015, explanted: (B)(6)2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the event started on (B)(6)2016. It was reported to be related to the device, related to the stimulator, and not related to the procedure. There was no hospitalization but also there was an unscheduled visit. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 388928 ,lot# 0210229377, implanted: (B)(6)2015, explanted: (B)(6)2016, product type: lead. Correction to event date: updated to (B)(6)2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional for a clinical study regarding a patient with an implantable neurostimulator (ins) for idiopathic functional urinary incontinence since 2000. It was reported there was no improvement of symptoms anymore and a return to initial state. The ins and lead was explanted on (B)(6) 2016. Only a system modification was completed; there was no more information.

Event description:
Additional information received the event was not resolved and no action was needed. The event was noted as ¿not and related to procedure.¿

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 388928. Lot# 0210229377, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the issue was resolved on (B)(6) 2016. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 388928, lot# 0210229377, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 388928, lot#: 0210229377, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the issue was not related to stimulator. It was related to the stimulation only. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.